Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block h11: the returned polaris ureteral stent was analyzed, and during the inspection, it was found that the shaft was detached into two parts and the suture hole was torn up to the tip; this condition was confirmed through visual and microscopic inspection and supported by the media provided by the customer. Based on the available information, the device analysis including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. Regarding to the analysis performed to the returned device, it is possible to conclude that this problem could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the shaft and is removed using excess force, the stent can get detached or separated during the procedure affecting the performance of the device. Based on the investigation analysis results, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that during an endoscopic ureterolithotomy procedure, while attempting to insert a double-j catheter, we noticed a problem. The device comes with a protective plastic cover that must be removed before insertion. This plastic was tangled with the catheter wires, and when we tried to remove it, it broke into two pieces. This incident occurred in the operating room during the procedure. The integrity of the product was compromised during handling prior to insertion. The procedure was completed with another of the same device and there were no known patient complications reported.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during an endoscopic ureterolithotomy procedure; while attempting to insert a double-j catheter, we noticed a problem. The device comes with a protective plastic cover that must be removed before insertion. This plastic was tangled with the catheter wires, and when we tried to remove it, it broke into two pieces. This incident occurred in the operating room during the procedure. The integrity of the product was compromised during handling prior to insertion. The procedure was completed with another of the same device and there were no known patient complications reported.